Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported device could not be conducted, because the lot number was not provided. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or suture/link pulled until it breaks due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other perclose proglide device is being filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with three proglide devices using the pre-close technique prior to an abdominal aortic aneurysm (aaa) percutaneous endovascular aneurysm repair (pevar) interventional procedure. Reportedly, the sutures of two proglide devices were successfully pre-placed. A third proglide device was attempted; however, the device was not flushed prior to use, it would not advance easily and the needle plunger was unable to be withdrawn after deployment. The device was removed. The sheath was upsized to a 14f and the aaa pevar procedure was completed. Knot advancement was performed with the suture of the first proglide device; however, the snare knot pusher sheared and broke the suture of the second proglide device prior to knot tightening. Hemostasis was achieved via surgical suturing. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.